Event description:
Patient presented to the physician with itchiness at the chest incision site and significant pain. Patient also reported pain upon touching the site and when moving the right arm, with pain radiating to the right shoulder. Physician brought the patient into the or and explanted the entire inspire system.